Event description:
It was reported that the index procedure was performed on (B)(6) 12 to treat a highly calcified and 99% stenosed mid left anterior descending artery (lad). After rotablation with a 1.5 mm non-abbott device, the 3.0 x 15 mm xience prime stent was implanted. On (B)(6) 2013, the patient presented to the hospital due to chest pain and was hospitalized for examination of a possible non-st segment myocardial infarction (nstemi). The next day, coronary angiography was performed which revealed that the xience prime stent was occluded with thrombus. The thrombus was treated with balloon angioplasty. The patient is reported to have recovered and was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there were no reported product deficiencies. Angina, myocardial infarction, and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.